Event description:
It was reported that during a cryoablation procedure, following successful ablation of the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv), the patient experienced a rapid drop in blood pressure while the right superior pulmonary vein (rspv) was being ablated. The procedure was aborted and an echocardiogram was performed, confirming cardiac tamponade. The tamponade was drained and no further patient complications have been reported as a result of this event. The patient was not under general anesthesia.

Manufacturer narrative:
Product event summary: data files were returned and analyzed which demonstrated no system notices or issues. There is no indication of a product malfunction and no products were returned. A clinical issue was encountered during the procedure.